Event description:
During a l4-l5 lateral lumbar interbody fusion procedure, the cap broke from the threaded interface of the slap hammer. An unspecified replacement slap hammer was used to complete the procedure. No consequence to patient and no procedure delay was reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The product was received with the tip of the shaft broken off into the quick coupling portion of the device. The instrument conformed to specifications at the time of manufacturing and passed synthes incoming inspection. The material and hardness of the returned product was inspected and conforms to the product specifications. The threads of the shaft were damaged and could not be verified. The slap hammer broke at the threaded connection directly below the pin - pin is assembled to prevent rotation. This pin weakens the threaded shaft by removing material from the threaded interface. In addition the material is not optimal for impact resistance - hardened 440a and 440b. This design was updated and a CAPA was initiated to cover this issue.